Event description:
It was reported that customer observed a large difference between his sensor glucose readings and his blood glucose levels. This issue has happened with three sensors from the same box. The current sensor is one day old. Customer's blood glucose is 130 mg/dl. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.